Event description:
The lay user/patient contacted lifescan on june 26, 2006 and alleged that his one touch ultra meter (serial number not provided) was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone to verify/obtain further information. A letter was sent to the address provided. The pt had received a result of 100 mg/dl on the subject meter. He was "not sure" if he was experiencing any symptoms of high or low blood glucose at the time of concern. He went to the hospital, which was "only 4 blocks away" and within 30 minutes, the hosp meter result was 36 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt was again "not sure" as to what treatment he received at the hosp. There is no further information provided regarding the hospital visit. At the time of troubleshooting, the pt was unable/unwilling to answer if the meter was set in the right unit of measurement (mg/dl). However, it was verified that the meter was coded correctly and the test strips were in good condition and within the expiration date. The patient had the correct control solution, but he was again unwilling/unable to answer if the control solution test was within range. Although there is insufficient information provided regarding the events leading to the hosp visit, if the pt experienced symptoms, his diabetes medication regimen, and the treatment received at the hosp, this complaint is reported because the pt's blood glucose at the hosp reflected hypoglycemia while the pt had obtained a normal blood glucose result on the subject meter. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.